Event description:
It was reported that during the use of the product, the customer found leakage of medical fluid from the connection part. No patient injury was reported.

Manufacturer narrative:
Sample received: two (2) samples were received. The samples consist in 2 cassettes product from part number 21-7609-24. 1 sample was received with its original open package and 1 sample was received with its original closed package. Functional testing: the samples were test for leak by passing water through it; 1 sample leaks was detected in the luer. The complaint is confirmed. Root cause: equipment / fixture: inadequate dispenser used in the operation. Action taken change the type of solvent dispenser, because it was identified is not the appropriate for this assembly. Validation of the new solvent dispenser was completed by (B)(6) 2021 under (B)(4) after the complainant lot.